Manufacturer narrative:
Follow-up # 2: the test strips involved with this complaint were returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio 2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation and information obtained in follow up from medical surveillance (ms). The patient reported that on (B)(6) 2015 she obtained results of ¿391 amd 444mg/dl¿ when testing with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for precision. The patient manages her diabetes with glucophage pills, victoza injections and diamicron pills and denied making any changes to her usual diabetes management routine in response to the alleged inaccuracy. The patient denied developing any symptoms as a result of the meter issue, however stated that whilst in hospital, a healthcare professional (hcp) administered an increased dose of insulin (2 extra units) to the patient on (B)(6) 2015, after the alleged inaccuracy. During troubleshooting the cca noted that an approved sample site had been used and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported because the customer received medical intervention from a hcp for a blood glucose excursion after the alleged inaccuracy.

Manufacturer narrative:
Follow-up # 1: the test strips involved with this complaint were returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.